Event description:
It was reported that the pt's stimulator was removed due to an infection. No pt symptoms were reported. Additional information has been requested from the hcp, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.